Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation boards were reset. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a generator and x-ray disabled error code message. No report of pt injury.